Event description:
Clinical adverse event received for left hip fracture. Treatment/impact: surgical intervention not for the study knee. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).